Event description:
It was reported that the roller pump bobbins were installed incorrectly. The device was not used clinically. There was no patient involvement, and thus no patient harm.

Manufacturer narrative:
Investigation confirmed bobbins were installed incorrectly. The device was repaired by correcting the orientation of the incorrectly installed component.